Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer overfilled the cartridge and loaded cold insulin into the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.